Manufacturer narrative:
Pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Customer reported via phone call that insulin pump had ring lip part of the reservoir compartment broke off. Customer's blood glucose value was 188 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.